Event description:
The pt called lifescan on 12/2/04 and complained that her meter was prompting a not ok message. The pt reported that she was obtaining the not ok message during a test. She stated that the test strip was not moved during the test and the meter was cleaned correctly. She attempted another test while the lfs customer care rep was on the phone with her. The issue was not resolved. The pt stated that she contacted her physician for advice and she was told to take glucose, which she did. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.